Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that via x-ray it was seen that the lead had "dislocated" in the coronary sinus. Repositioning of the lead was not possible, so the lead was capped. A new lv lead was placed and the pacing values, along with the patient status, were reported as fine.